Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Cuts were noted on the trilumen insulation sleeve. The poly insulation sleeve was bunched up in a couple of places. The distal end of the proximal spring electrode was separated from the lead body insulation-mechanical adhesive was noted. Furthermore, the helix was slightly extended and bodily tissue was found entwined in the lead helix. The lead body was curled and twisted. The clinical observation could not be confirmed and the lead damage was found during explant procedure.

Event description:
Boston scientific received information that this right ventricular (rv) lead was pulled back and the lead tip was found in the tricuspid valve due to twiddlers syndrome. The lead helix was extended and might have been damaged. It was also noted that this lead exhibited oversensing and loss of capture (loc) at maximum outputs which resulted in 45+ inappropriate shocks without therapy exhaustion. The lead was successfully explanted and replaced along with the competitor right atrial (ra) lead. The device remains implanted. To date, no additional adverse patient effects have been reported.